Event description:
It was reported that the patient presented with infection and skin erosion at device pocket site during follow-up in clinic. The implanted device pocket was noted to be having sore and scab. The physician explanted the system ¿ implantable cardioverter defibrillator, atrial lead, right ventricular lead and left ventricular lead. The system was replaced with pacemaker and right ventricular lead. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.